Manufacturer narrative:
E1/facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented as "dark". The issue was found during the middle of a therapeutic total laparoscopic hysterectomy. The procedure was completed with the same subject device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was internally corroded, the rigid tube was dented/the light guide bundle was chipped, the objective lens was scratched, the light guide was bent, the rigid tube was loose, component failure of the objective lens, the rigid tube, light guide bundle, objective lens, universal cable, rigid tube. Based on the results of the investigation, it is likely the following led to the malfunction: image dark, due to component failure of the objective lens. The most probable cause of the complaint is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.